Event description:
User receiving low results for sodium for two patient samples that when repeated came up to what the patient had been running. The following example provided: initial result 133 mmol/l, repeat 139 mmol/l. Erroneous results was not reported. The field service representative determined there was a clogged sample path in the ise module and replaced the ise tubing, sodium electrode, cleaned the entire ise flowpath, replaced the dosage pipettor c seal, and replaced probe c. Performance tests were performed.